Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 52 mg/dl. Customer addressed bg by consuming ginger ale and a cookie. The customer was able to regain connection after bringing transmitter and pump within range and continued to use pump for insulin therapy.